Event description:
It was reported that the insulin pump had a crack in top right of the device that ran to the display screen. The blood glucose reading was 230 mg/dl. The customer stated that she did not recall how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The device was received with cracked case at display window corners and minor scratched lcd window.